Event description:
The user facility reported an arterial occlusion following placement of a 6f angio-seal sts device. The puncture site was below the bifurcation and the anchour became caught on the bifurcation, causing on occlusion. An angioplasty was performed at the site to correct the occlusion. A pre-placement angiogram was not performed prior to deployment.